Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and failed, but the failure was not related to the complaint. The receiver log was downloaded and reviewed and failed review, but the failure was not related to the complaint. A global receiver functional test was performed, and it passed. Manual "try it" testing and was performed and passed in vibrate mode. An interior visual inspection was performed and passed. Vibrator motor resistance was measured and found to be within specification. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.